Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose level was above 600 mg/dl. Customer was treated with insulin pump and manual injection through syringe. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.